Manufacturer narrative:
Evaluated one opened/used enlite sensor and found cannula retracted inside sensor base. We were unable to confirm if sensor was received in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 143 mg/dl. The current sensor glucose value is 54. The sensor glucose and blood glucose is not within acceptable range. The customer was advised to remove and replaced sensor. The customer was advised that we will ship replacement sensor in return for his current sensor.